Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. There was no mention of an adverse impact on the customer¿s blood glucose level.